Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A device history record (DHR) review did not reveal any issues that could have contributed to the reported events. No other similar complaints were found on a lot history review. No product and/or any applicable imagery was returned for evaluation. Therefore, the complaints of difficulty with valve alignment, balloon torn and withdrawal difficulty were unable to be confirmed. During the manufacturing process the delivery systems undergoes multiple 100% inspections and product verification testing on a sampling plan. This supports that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review complaint history did not reveal any indications that a manufacturing non-conformance contributed to the reported events. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed and therefore, the root cause was is unable to be determined. While a definitive root cause was unable to be determined, based on past complaints available information supports that patient factors (severe access vessel tortuosity) contributed to the reported events. Performing valve alignment where the delivery system is bent due to the access vessel characteristics can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Once the inflation balloon and the crimp balloon are torn, it can create difficulties retrieving the delivery system, where the torn inflation balloon and thv may be unable to be retrieved into the tip of the esheath. In addition, tortuous access vessels can also cause non-coaxial retrieval angles, which can aggravate any difficulties experienced with delivery system retrieval. While a definitive root cause was unable to be determined, available information indicates that the patient anatomy (sharp angle between the subclavian and the aorta) may have contributed to the reported event. No labeling or IFU/training inadequacies have been identified and a review of the complaint history for the month of august 2016 revealed that occurrence rate did not exceed the control limits for these trend categories. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
This procedure was for a 29mm sapien 3 (s3) valve with the commander delivery system to be implanted in the aortic position via subclavian approach. The delivery system balloon was found to have damaged while attempting to perform valve alignment. The devices were replaced. Pre-screening images revealed an acute turn between the subclavian artery and aorta. This caused difficulty advancing the 16 fr esheath into the patient. They also had a difficult time getting the delivery system/crimped valve out of the esheath into the aorta due to the same reason. It was not possible to align the s3 valve in between the balloon markers. Multiple attempts were made, using an enormous amount of pressure to pull the balloon back. It was decided to continue to valve deployment, even though the valve was not completely aligned in between the markers. At that point, a 60cc syringe was attached to the stopcock to the atrium (balloon shaft lumen) to check if the device had been damaged by the maneuvers. Negative pressure was applied to the balloon and blood returned to the atrion. Since the balloon was damaged, it was decided to pull back the valve. They were able to withdraw it partially within the esheath and the devices were removed as a unit. A 22fr non-edwards' sheath was then placed in the subclavian artery. A new commander delivery system/29mm s3 valve were prepped with 32 cc. Attempt was made to insert the commander/s3 with loader into this sheath with no success. The loader kinked and the ds/s3 were removed. A new ds package was open to use the loader. The loader was placed on the same ds/s3 valve (2nd system prepped), and they were more gentle when inserting it into the non-edwards' sheath. This time they were able to go through. Again, they were unable to properly mount the valve in the balloon during valve alignment. It was difficult to place it in between the markers, and the s3 was placed 3/4 of the way from the distal marker. It was overlapping the proximal marker. Decision was made to deploy. The balloon was slowly inflated and only the distal part of the s3 valve expanded. The valve had a cone shape. The balloon was deflated and pulled back, so that the unexpanded portion of the valve was now over the length of the balloon. The balloon was inflated again and the valve was fully expanded. The valve final position was approximately 70:30 a/v with trace paravalvular leak and no central leak. The patient was stable throughout the procedure. The devices were removed and discarded. In the physician's opinion, the acute sharp angle between the subclavian and the aorta caused the difficulties experienced during the procedure.